Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Checked all cabling and power supplies. No problem found. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 locked up two times within the last four days. There was no adverse patient involvement reported. There was no pt info reported.